Event description:
The patient contacted animas alleging that when replacing cartridge, the subject pump primed 70-100 units of insulin out during the load step. The patient reported this has occurred for last three set changes. There was no patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the pump load cartridge step failed to recognize the filled cartridge. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration.